Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right heart failure could not be conclusively determined through this evaluation. The event reportedly resolved, and the patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2017. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had right heart failure given high central venous pressure (cvp), lower cardiac output by thermo, and uptrending creatinine (up to 1.7 mg/dl). The patient also had low urine output and marginal mixed venous oxygen saturation (svo2). A right ventricular assist device (protekduo) was inserted on (B)(6) 2018. Creatinine stabilized and urine output improved. Protekduo was removed on (B)(6) 2018. The patient remained on dobutamine longer than seven days post left ventricular assist device implant. Dobutamine was ultimately discontinued on (B)(6) 2018 and the event was noted to be resolved.